Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of joint laxity, which led to pain. The surgeon did not allege any device malfunction or unusual wear of the insert.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to patient fall.